Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jun-21. The patient controller would not allow them to turn their stimulator up; it kept saying therapy setting unavailable. The patient had a fall a while back which may have led or contributed to the issue. The rep ran an impedance and found contacts 8, 12, and 14 to have impedance greater than 40,000 ohms. The patient was reprogrammed around the effected electrodes. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was replaced on (B)(6) 2018 and the lead was discarded. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown, implanted: (B)(6) 2017, product type lead; product ID: 977a260, serial/lot #: unknown, ubd: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The patient had decreased pain relief. They had several falls after which they felt a change with their stimulation. The patient¿s leads were examined under fluoroscope where it was discovered that one of the leads had migrated. Fortunately, the lead that migrated still covered t9/t10. The patient was reprogrammed based off the new fluoroscope image and immediately began to have relief. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient came to the clinic and had the same out of regulation (oor) and inability to adjust stimulation as before. Impedance was checked and it was found that there was an additional electrode with impedances of over 40k ohms. The patient was programmed around the bad electrode and strength was increased to patient¿s desired level with the clinician tablet. The patient was still unable to increase the strength. Impedance was checked again and found to be unchanged. The patient was advised the patient to turn off program 2 (8-15 lead) when they want to increase program 1 (0-7 lead). Once program is increased to the comfort level, the patient was advised to turn program 2 back on. This seemed to work while practicing in the clinic. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the percutaneous leads were removed and a paddle lead was placed. It was reported that the patient's ins would be reactivated at their appointment on (B)(6) 2018.